Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on an adc device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). Due to the low readings on the adc device, the customer self-treated with sugar and sweets. Subsequently, the customer experienced a loss of consciousness and was unable to self-treat. The customer was taken to the hospital where they had contact with a healthcare professional (hcp) who obtained readings between 188 mg/dl - 190 mg/dl on an hcp meter and administered sugar and "zumu" via an injection and orally for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, an adc device reading of 188.00 mg/dl was compared to a laboratory result of 68.00 mg/dl and an adc device reading of 70.00 mg/dl was compared to a laboratory result of 188.00 mg/dl. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on an adc device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). Due to the low readings on the adc device, the customer self-treated with sugar and sweets. Subsequently, the customer experienced a loss of consciousness and was unable to self-treat. The customer was taken to the hospital where they had contact with a healthcare professional (hcp) who obtained readings between 188 mg/dl - 190 mg/dl on an hcp meter and administered sugar and "zumu" via an injection and orally for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, an adc device reading of 188.00 mg/dl was compared to a laboratory result of 68.00 mg/dl and an adc device reading of 70.00 mg/dl was compared to a laboratory result of 188.00 mg/dl. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. It is unknown when these readings were obtained in relation to the reported medical event.